Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 42,431 joules of use; the procedure continued using a second fiber. At 101,388 joules of use, the second fiber was observed to be forward-firing. The procedure was completed using an alternate procedure (turp). Patient outcome: "no harm, outcome ok." This report is for the second fiber used.

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber.